Manufacturer narrative:
One opened/used reservoir was inspected and fill was performed and the reservoir failed per specifications. The transfer guard needle was found occluded. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had one reservoir with which she could not get insulin through. Blood glucose value at the time of the incident was unknown. Troubleshooting was not performed. The reservoir was returned for analysis.